Event description:
On (B)(6) 2012, the reporter contacted the animas corporation and claimed that the keypad buttons are unresponsive. The reporter stated that the keypad was torn and peeling but claimed the buttons were intermittently responsive for months. There was no indication given to determine if the tear came before the button issue. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be lifted near the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The up arrow, down arrow and ok buttons were unresponsive when tested. The contrast and the audio bolus button were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The pump cover was removed for investigation and revealed moisture on the keypad connector flex.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.